Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular (lv) lead. The lead was capped and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4135 lead, implanted: (B)(6) 2010; 0184 lead, implanted: (B)(6) 2010. (B)(4).